Event description:
The customer reported that the insulin pump stuck on rewind/prime mode. Troubleshooting was performed. The caller stated that the insulin squirted out from the infusion set. Advised that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.